Event description:
Patient was ambulating to the bathroom with the IV pole when the upper section collapsed down. Her left hand was pinched between a gray plastic ring on the upper section and the collar at the top of the lower section causing a small hematoma. The pole was taken out of service. The patient was evaluated and treated for her injury and was able to have her procedure.====================== health professional's impression======================the plastic ring is placed on the upper pole section so that the end of the upper pole, at its lowest position when the ring rests on the collar at the top of the lower pole section, cannot reach the large bolt that holds the lower pole section to the base. Since this was a relatively new pole (casters, tightening knob and other aspects in physically good condition) there was no reason to suspect that the upper pole was about to slide down. Since there is a potential for injury whenever this happens, it would be beneficial to have a spacer inside the lower pole that would keep the upper from reaching such a low position, possibly pinching a user.